Event description:
The customer indicated that one lab technician received antiviral therapy after having been exposed to liquid waste, on their skirt and skin, which had come from axsym instrument. The customer indicated that one of the laboratory staff members forgot to clear the liquid waste on the axsym instrument. Due this negligence, the liquid waste overflowed onto the floor. Another staff member who went into the lab initially did not notice the liquid on the floor and her skirt was exposed to the liquid waste. There has been no report of any side effects due to receiving antiviral therapy. No additional information has been provided about the technician.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4), antiviral therapy treatment received. (B)(4). Evaluation in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency, of the abbott axsym system, list number (B)(4), was identified.